Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied after preparation during a laparoscopic cholecystectomy, the vessels (cystic artery, cystic duct) were being ligated with clips; some clips were malformed and therefore retrieved, some closed sufficiently. They removed the malformed clips and applied additional clips from the same instrument to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied after preparation during a laparoscopic cholecystectomy, the vessels (cystic artery, cystic duct) were being ligated with clips, some clips were malformed and therefore retrieved, some closed sufficiently at the sametime the jaws of the device were not able to close. They removed the malformed clips and applied additional clips from the same instrument to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Three clips displaying a scissored formation was received. The instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the scissored clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied after preparation during a laparoscopic cholecystectomy, the vessels (cystic artery, cystic duct) were being ligated with clips, some clips were malformed and therefore retrieved, some closed sufficiently at the same time the jaws of the device were not able to close. They removed the malformed clips and applied additional clips from the same instrument to complete the case. There was no patient injury.